Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case is cross-referenced with case (B)(4). This case involves a patient (unk demographics) who developed swelling, soreness and flu like symptoms after receiving treatment with synvisc. The patient's medical history was significant for swelling, soreness and flu-like symptoms that occurred with synvisc-one several years ago. The patient's previous medications, concomitant medications or concurrent conditions were not reported. On (B)(6) 2014, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, indication, batch/lot no., expiration date: not reported). The same day, the patient experienced swelling, severe soreness and severe flu like symptoms after receiving synvisc injection. Action taken: unk. Corrective treatment: unk for all the events. Outcome: unk for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.